Event description:
It was reported that the bd eclipse¿ needle packaging had tiny tears which exposed the needle outside the environment. The following information was provided by the initial reporter: during the packaging process, it was identified by the operators that the tyvek side of the needle packaging had tiny tears which exposed the needle to the outside environment.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd eclipse¿ needle packaging had tiny tears which exposed the needle outside the environment. The following information was provided by the initial reporter: during the packaging process, it was identified by the operators that the tyvek side of the needle packaging had tiny tears which exposed the needle to the outside environment.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 20-dec-2022. H6: investigation summary: our quality engineer inspected the 1 photo and 2 samples submitted for evaluation. The reported issue of package damaged / defective / other was confirmed upon inspection of the samples. Analysis of the sample showed that the packaging of one of the returned samples was damaged. From the sample evaluation, observed that the safety shield was protruding the topweb causing the package to be damaged due shallow pocket. Suspect that the pocket is deformed due to material shrinkage causing the shallow pocket. The probable cause is due to machine stoppages when the production technicians need to attend to machine related issue or trouble shooting. DHR for packaged needle (pn) was performed for batch 0090373 (catalog 305765).